Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the reservoir, chassis, and pcb (printed circuit board). A tear was observed on the internal portion of the soft cannula, which resulted in a fluid leak. The leak resulted in the observed corrosion and low battery voltages, ultimately preventing the retrieval of download data. As such, the presence of an alarm could not be determined. It could not be determined if the observed fluid leak is related to the reported event. Internal damage was observed on the reservoir, ratchet gear, and mechanism rail. Corresponding damage was visible on the piezo and underside of the top housing. Because the pod arrived fully deployed, it can be confirmed that the observed housing damages occurred post-use, as the damages would have prevented the pod from deploying if they had occurred prior to use. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 24 and 36 hours. They reported they were cleaning when the pod experienced a hazard alarm. The pod site and treatment information were not provided.